Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the 5max ace reperfusion catheter was found kinked and not used for the procedure.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured under the strain relief, approximately 1.7 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace reperfusion catheter was fractured. Evaluation of the returned product revealed the proximal shaft was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. The root cause of the complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.